Event description:
It was reported that the patient had a nonunion, adjacent level degenerative disease above and below the original construct and had a broken rod from a surgery that was performed on (B)(6) 2011. The rod broke at an unknown time. During the revision surgery on (B)(6) 2014, the tip of a variable axis screw iii screwdriver broke off in the screw. The patient had a l3-l5 posterior spine fusion with titanium universal spine system on (B)(6) 2011. At an unknown point in time, the patient saw the surgeon for increasing back pain. The surgeon assessed that the patient had a nonunion at l4-l5, and also had developed adjacent level degeneration at the l2-l3 and l5-s1 level that may be responsible for his pain. The broken rod was not discovered until the revision surgery on (B)(6) 2014. For the revision surgery the surgeon removed all of the universal spine system hardware and discovered the left rod was broken. The surgeon then instrumented the patient with universal spine system dual opening from l2, l3, l4, l5, and s1. He then performed a spinal decompression. He then decided to replace the right l5 universal spine system dual opening screw with a universal spine system variable axis screw iii screw because the angle of the universal spine system dual opening screw would not permit it to be connected to the rod and needed a polyaxial screw. During the insertion of the universal spine system variable axis screw iii screw the tip of the screwdriver broke off in the hex of the screw. The surgeon then placed a short rod in the screw and connected it using a nut and collar and tightened it so the poly screw would be locked. He then used the counter torque sleeve to get the screw out using the rod. The surgeon then placed a new universal spine system variable axis screw iii 9.0 x 50mm screw on. He then connected the rods successfully and then placed his iliac screws, connected them, and successfully completed the procedure. The broken rod was between left l4 and l5 screws. Left l4 screw was a 7.0 x 55 mm screw and the left l5 screw was a 7.0 x 50mm screw. There was a twenty minute delay reported during the revision surgery. No patient harm was reported during the revision surgery. This is report 21 of 21 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 3.0mm hexagonal screwdriver with t-handle is a component of the universal spinal system (uss) variable axis screw (vas) instrument set which is intended to be used with the uss vas system. The uss vas system is a set of devices intended for posterior fixation of the lumbar spine. The hexagonal screwdriver is utilized, along with a holding sleeve, to insert variable access screws into prepared pedicle ((B)(4)). The applicable top level and associated drawings of related components ((B)(4)) were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for a successful device design. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The device was found to be adequate for its intended use. The product was received under the complaint condition ¿broken: tip broken intraoperatively¿. The tip of the driver was both twisted and fractured. Approximately 3mm of the tip is missing and was not returned. The twisting pattern is consistent with the clockwise motion from the insertion of the screw. A torsion failure calculation for both yield (twisting) and fracture was performed ((B)(4)). The torque to yield was approximately 4.37 n-m while the torque to failure was approximately 5.15 n-m. The driver material is tempered and hardened (B)(4). The torque experienced while inserting a screw into the sacrum can be higher than 5 n-m. This failure is a result of the torsion load exceeding material strength. For comparison purposes, the matrix spine drivers are made of (B)(4) ss with t25 star drive geometry and will yield and fail at 15 n-m and 20 n-m, respectively. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use. The instrument did fail, therefore the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the driver. The device is therefore determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.